Manufacturer narrative:
Manufacturer could not identify the suspect product. However the suspect products are: product ID, qty, 510k#: 99453201, 1, (B)(4); 99453105 , 1, (B)(4); 99453115, 1, (B)(4). Although it is unknown which device contributed to the reported event, we are filing this MDR for notification purposes only. Neither the product nor applicable imaging films were returned to manufacturer for evaluation.

Event description:
It was reported that on an unknown date post op, the rod bolt connector loosened. No patient complications were reported. No other information is provided.